Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the valve bond edge side was assessed as unidentified (tear) opening. Additional observations: creases were observed. Yellow particles observed inner the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.